Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot or part number were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been further complaints reported with this issue in the past four years. It was reported that the device was used for treatment in which an issue with healing was experienced due to a higher pressure being delivered from the pump than expected. The IFU specification outlines that maximum vacuum pressure that the device can reach is 100 mmhg. Images provided confirmed the failure mode. As no samples were provided a more thorough assessment of the device could not be carried out. A clinical assessment was carried out. It was concluded: ¿based on the provided information and without the return of the device for evaluation the root cause of the reported issue could not be concluded, although medical conditions such as comorbidities and wound closure techniques could have been contributing factors. The impact to the patient beyond the reported clinical findings could not be determined. Should additional information become available the clinical assessment may be re-evaluated.¿ on this occasion we have been unable to identify a definitive root cause or confirm a relationship between the device and the event. Should further information become available this case may be reopened and reevaluated. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after tka, the patient was prescribed a pico 7 but it was confirmed that it caused an issue with the healing process (collapse of the vessels) due to a higher pressure than expected. As the doctor confirmed the treatment was stopped and after that, the wound started improving. The part and lot number are unknown at the moment since the devices were apparently discarded after use. The patient was over 70 years.